Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Event description:
Additional information received notes that there was no bluetooth telemetry issue, the issue was that patient's font size was too large.